Event description:
The customer reported receiving a strip error message on their precision xtra meter. As a result, the customer experienced dizziness and went to the emergency room. The customer was diagnosed with hyperglycemia and treated with a dose of 15 units of insulin. The customer also reported self treating with food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.